Manufacturer narrative:
Additional information: the reported event that the trigger is falling off was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the trigger of the device was found to be broken off during set-up for a surgical procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the trigger of the device was found to be broken off during set-up for a surgical procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.